Manufacturer narrative:
On november 18, 2021, the mentor failure analysis lab received the device for evaluation. On november 25, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 680cc breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 1 cm. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deformity/disfigurement. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with 680cc mentor memorygel breast implant, and experienced right side capsular contracture; baker grade unknown postoperatively. On october 14, 2021, mentor became aware that the patient also experienced bilateral breast implant rupture. Upon explant, the left side device was found to be soft and intact. The patient underwent bilateral explantation and replacement with same 680cc smooth gel implants on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.